Event description:
The device was returned to the manufacturer with no reason for explant. The device was analyzed and tested out of specification. It was further reported that the device was explanted due to nearing elective replacement indicator (eri). Also the left ventricular (lv) lead threshold was high so the device output was programmed to 4.5 volts at 0.6 milliseconds. The lv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d234trk implantable cardioverter defibrillator (B)(6) 2009; 7120 competitor implantable tachy lead (B)(6) 2009; 4470 competitor implantable pacing lead (B)(6) 2009. (B)(4).